Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# v973526, implanted: (B)(6) 2013, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v182609, implanted: (B)(6) 2009, product type: lead. Product ID: 3998, lot# v121706, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v182609, implanted: (B)(6) 2009, product type: lead. Product ID: 3998, lot# v121706, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a lead revision was done in order to adjust the cervical lead to get better coverage on the correct side. The system was turned on, on the day after the revision and the patient had not been heard from since. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.